Event description:
The provider was changing the evd drainage bag and the connection that you use to screw in the bag came dislodged. It completely twisted off of the drainage system. The provider was unable to attach the new bag. The connection part actually broke into several small pieces upon examination.